Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in the or for routine device change out due to eri when externalized conductors were observed on the lead. Electrical function testing revealed decreased impedance and increased threshold, but the measurements were within the normal range. Lead was capped and replaced.